Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, the cable was damaged. As a result, the image on the connected display was distorted, flashed, and turned dark. The procedure was completed using a glidescope go system which was made available in an unspecified amount of time. No delay in the procedure, or harm to the patient was reported.

Manufacturer narrative:
The customer declined the option to have their glidescope spectrum smart cable returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Verathon is also in communication with the customer to review their reprocessing methods due to the reported device damage. Review of complaint history for the reported smart cable serial number (B)(6) did not identify any previous complaints. Trending analysis for glidescope spectrum smart cables does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.